Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the 90% stenosed, 2.5x30mm target lesion located in the distal circumflex (cx) artery. Treatment consisted of pre dilation with an unspecified 2.25x15mm balloon inflated to 16 atmospheres (atms) and the placement of (2) 2.5x16mm taxus express2 study stents deployed at 9 and 16 atms. Post dilation was performed with an unspecified 2.25x12mm balloon inflated to 16 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The pt was discharged 5 days later. In 2008, restenosis was confirmed in both the proximal and distal cx arteries. Reintervention treated the 75% restenosed, 2.5x13mm lesion in the proximal cx artery with ballooning and the placement of a non bsc stent resulting in 0% residual stenosis. Reintervention in the 90% restenosed, 2.5x20mm lesion located in the distal cx artery consisted of ballooning resulting in 0% residual stenosis. The pt "became better" and was discharged two days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.